Event description:
I came across a bd smartsite 0.2 micron filter extension set (should contains ~4 ml) where the fluid (normal saline) did not flow in the tubing through the filter. This happened once before also. It is lot #(10) 22119210 and it connects to the short tubing correctly and fluid runs through about 2 ml, to the filter, and then stops even if everything is unlocked/with gravity. It does not flow through the filter to the end of the tubing piece. We had a similar problem with the same setalso reported to medwatch 5/31/2023 where the tubing completely separated from the filter at the time of priming with saline. Bd for (B)(6).